Event description:
It was reported that this inflatable penile prosthesis (ipp) was not getting as full as it previously did. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician did not find a leak, and it was suspected that the cause of the inflation issue was a stretch of the corpora. The patient fully recovered, and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.